Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H1 has been updated from malfunction to serious injury.

Event description:
Additional information received that patient underwent surgical intervention on (B)(6) where in the ipg was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. Patient continues to use therapy.